Event description:
The clinician reported that on the day the dental implant was placed in the patient¿s mouth, a failure occurred upon insertion. Area 21 prepared for implant, torquing implant driver broke inside implant, removed. The device will be forwarded to the manufacturer for investigation. No further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in the patient¿s mouth, a failure occurred upon insertion. Area 21 prepared for implant, torquing implant driver broke inside implant, removed. The device will be forwarded to the manufacturer for investigation. No further complications were observed.